Manufacturer narrative:
Investigation summary: the review of the quality documents confirmed a regular device manufacturing. A ventricular lead fracture was suspected due to lead polarity switch to unipolar on (B)(6) 2023 and as reported, based on an abnormal lead impedance measure (in bipolar). On (B)(6) 2023, the physician decided to explant the lead (and discarded it), so it could not be returned for investigation. Since neither programmer files nor other relevant information like x-rays or printout were provided, no investigation on the root cause of the reported event can be performed. The reported issue can therefore neither be confirmed nor excluded. This case will be retained and utilized for trending purposes.

Event description:
During a regular follow-up check dated (B)(6) 2023, a non-total fracture of the ventricular lead was suspected due to a lead polarity switch that occurred on (B)(6) 2023. The patient was transported to the hospital to explant the lead. A re-intervention was performed on (B)(6) 2023, and all implanted system including the ventricular lead were explanted. A new abbott pacing system was implanted. All explanted devices were disposed of at the hospital.